Event description:
Pt had a laparoscopic adjustable silicone gastric banding (lasgb) placed 3 years ago for treatment of obesity. The band had eroded through the anterior stomach wall resulting in the band being partially in the stomach lumen. The pt was symptomatic from this foreign body adverse event and the erosion was identified by esophago-gastro-duodenoscopy several weeks ago and relationship to gastro-esophageal junction confirmed by contrast upper gastro-intestinal series. Pt underwent operative removal in 2003. Due to severe inflammatory reaction involving the stomach and left lobe of liver, pt required greater than 5 u of blood products.